Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. The product was not returned and no photos were provided. Therefore, the product identity could not be confirmed and no visual evaluation or functional testing could be conducted. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Concomitant medical products: biomet microfixation screws, catalog #: ni, lot #: ni; biomet sternal reentry cutters, catalog #: ni, lot #: ni; unknown plate cutters, catalog #: ni, lot #: ni. Concomitant medical products therapy date: (B)(6) 2019. Report source foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the hospital did not retain the removed plates. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the surgeon that a patient had coronary artery bypass grafting (CABG) surgery and the sternalock 360 implant was used for sternal closure. The patient arrested in the intensive care unit (ICU) four days later. The ICU surgeon decided to perform an emergency chest reopening in the ICU using the appropriate sternalock 360 re-entry set and other standard chest reopening instruments. The surgeon stated it was very difficult to quickly reopen the patient's sternum with the sternalock 360 implant in situ. The standard sternal wire cutter could not cut between the plates because the sternal plates lay flush against the sternum and surrounding tissue. The surgeon had to use significant physical force to lift the plate in order to get sufficient purchase to be able to cut through the plates. The screws had to be torn out of the sternum, which resulted in a few sternal fractures. With all of the above factors, the sternal plates made it very difficult to quickly reopen the chest in an emergency situation. This reopening took at least eight minutes as compared to approximately one to two minutes in a patient with standard sternal wire closure. Attempts have been made and no further information has been provided. No additional patient consequences were reported.